Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material under the server plug-in adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely the foreign material may have been unremoved because the device was not reprocessed properly due to a scope cover leak. However, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Confirmed that a foreign substance adhered to the lower part of the z-block adhesive part, but the foreign matter could not be identified. Olympus will continue to monitor field performance for this device.